Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 561 mg/dl and an unspecified ketone level that was not identified as life threatening from a healthcare provider; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.